Event description:
On (B)(6) 2012 the patient reported that all keypad buttons and the audio bolus button are intermittently unresponsive. The reporter claimed that the issue was noticed a few months ago and the pump was in use since that time without reported blood glucose excursions. The patient reported that the button symbols have completely worn off, the audio bolus button was torn. No recent trauma or evidence of moisture in pump was reported. The patient continues to use the pump until a replacement is received. This complaint is being reported based on the following conclusion: the unresponsiveness of the buttons could not be resolved at the time of the contact.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing all keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
(B)(4) - device evaluation: additional evaluation information was obtained from product analysis on (B)(4) 2012 with the following findings: the audio bolus button was returned with a hole in the cover. During testing, the audio bolus button was intermittently unresponsive. During investigation, the bolus button cover was removed and the internal plug contact was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.